Event description:
It was reported that during a left heart catheterization procedure, a 90% stenosis was of the proximal saphenous vein graft was found, which required an intervention. The physician used one spider fx embolic protection device during the treatment of the lesion. The device was advanced through the lesion successfully. Angioplasty and stenting was performed successfully. On removal of the device, the distal portion of the wire detached and remained in the vessel. Multiple attempts to retrieve the wire were unsuccessful. It was reported that the saphenous vein graft began to shut down. Iabp (intra-aortic balloon pump) therapy was performed and an emergency CABG (coronary artery bypass graft) surgery to retrieve the spider wire was scheduled and performed at another hospital.